Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow control valve was replaced.

Event description:
The hospital reported that, during a case, higher than expected anesthetic agent output was noted. The patient was noted to be tachycardic during this time. There was no reported patient injury.